Event description:
The customer reported to baxter (b)(46) of a y-type catheter extention set in which there was a leakage at the y connection of the extension. The process step is during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of y-type cath ext set/male luer adapter in which customer observed leak at joint of y connection was confirmed during sample evaluation. Actual defective sample was available for evaluation. During visual inspection no defects were observed. Slide clamp was opened and closed; female luer adapter was attached to fluid source, eliminating the air. The male luer adapter was inserted to the vascular access device using firm push and twist movement to ensure the connection. The sample failed during priming during pressure test at 8psi. The assignable root cause of the reported condition is unknown. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.